Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the stent guide catheter stretched as it was retracted for stent deployment. The stent was unable to be deployed. The procedure was complete with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent stuck on wire and catheter broken.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. Visual inspection of this device revealed a kink on the push catheter at approximately 38 centimeters from the distal end of the push catheter hub. The working length of the push catheter was bent. There was another bend was close to the r.o marker. The suture hole on the push catheter was torn. The guide catheter was torn jaggedly into two pieces (containing the proximal and the distal remnant) and the proximal remnant was found stretched, buckled and froze on the guide wire. The suture and the stent were not returned for additional evaluation. The distal remnant of the guide catheter was removed from the push catheter and was found kinked and stretched. A functional evaluation of the device could not be performed due to the condition of the device upon receipt. According to the event information, it appears both the guide and the push catheter became damaged at the same time during the procedure. The guide catheter became stretched and tore into two pieces probably due to the excessive force applied when the physician attempt to retract the guide catheter and deploy the stent. Based on the damages found on this device, the most probable root cause for this complaint is operational context.